Event description:
It was reported that prior to a dialysis catheter placement procedure, a foreign body on the valved sheath, suspected to have long hair was allegedly found upon opening the package. The procedure was completed using another device. There was no patient contact.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the physical device was not returned for evaluation. Two photos were provided for review. The photo shows a hair like foreign material noted in the dilator. Manufacturing site evaluation states that the problem of contamination in the sheath is confirmed, the material adhered to the cover of the sheath had characteristics similar to those of a hair, based on the images it could not be determined what type of material was causing the contamination. Therefore, the investigation is confirmed for the reported contamination issue. However the investigation is inconclusive for the reported non standard device as the exact circumstance at the time of the event reported was unknown. A definitive root cause could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: g3, h6 (device, method). H11: d4 (unique identifier (UDI) #), h6 (patient, result, conclusion). H11: section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. However, photos were provided for review. The investigation of the reported event is currently underway. H10: d4 (expiry date: 09/2025). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that prior to a dialysis catheter placement procedure, a foreign body on the valved sheath, suspected to have long hair was allegedly found upon opening the package. The procedure was completed using another device. There was no patient contact.